Event description:
The iab would not inflate. The pump was changed but the iab would still not inflate. A second iab was inserted into the pt. On 3/10/98, the following was reported to datascope: the iab would not inflate. The pump alarm sounded. Attempts were made to correct the situation. The surgeon did not want to attempt manual inflation because the iab was already in the pt. The sys was troublshooted. Another balloon console was then used. The iab was removed and another inserted. There was no pt injury or complication as a result of the event on 2/5/98. The pt was recovering. [Event complications]: unk-reported 2/6/98; none-rpt'd 3/10/98. [Pt's current status]: recovering-rpt'd 3/10/98.

Manufacturer narrative:
Eval: the iab was rec'd for eval with the balloon membrane noted to be completely unfolded. Visual examination revealed the sheath to be kinked. The membrane at the proximal taper was noted to be stretched. It was not possible to inflate the iab on the lab sys 97 iabp due to its returned condition.